Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit has no power, it was clarified later to having an alert indicating imminent shutdown. There was no reported adverse pt impact.